Event description:
It was reported that a defective stopper was found before use with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, "stopper of the syringe with partial disconnection, making it impossible to use."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The image and sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective stopper was found before use with a bd plastipak¿ 20 ml syringe luer slip. The following information was provided by the initial reporter, "stopper of the syringe with partial disconnection, making it impossible to use."